Event description:
It was reported that, during a cori assisted tka surgery, while cutting the bone, the burr 6 mm was broken. To continue the case they rebooted the control unit and used a back-up handpiece, started again to complete the case. No patient injury was reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
D4- lot number.

Manufacturer narrative:
H3, h6: the real intelligence 6 mm cylindrical bur, part number rob10036, lot number 510563082, used for treatment was not returned for evaluation. An image was provided. The reported problem was confirmed with a visual inspection. Real intelligence 6 mm cylindrical bur was broken. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with rough handling. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.